Manufacturer narrative:
User-reported flow rate issue was not confirmed. The device was found to have an intermittent power issue not related to the complaint. The mainboard pcba was replaced. The device was repaired and retested to meet all the specifications on 06/24/2015. The initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016. Zyno medical submitted an e-MDR (3006575795-2016-00052_complaint 2015-056) on 10/25/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The device was reported to have a flow rate issue. No patient was involved in this case.